Manufacturer narrative:
Facility name: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "ruptured implants, devices are a real gooey mess."

Event description:
Healthcare professional reported an implant exchange from textured to smooth due to the patient's concern with the product. Healthcare professional additionally reported ¿ruptured implants, devices are a real gooey mess.¿ affected side is right. Device has been explanted and replaced.

Event description:
Healthcare professional reported an implant exchange from textured to smooth due to the patient's concern with the product. Healthcare professional additionally reported ¿ruptured implants, devices are a real gooey mess.¿ affected side is right. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4.